Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 71-year-old female in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient was noted as high risk percutaneous intervention. While on support, the nurse changed the bed sheets and a hematoma developed in the access site. Impella sheath appeared more up and down. Initial attempts looked to have resolved the hematoma. However, shortly after hematoma resurfaced and the patient vagal down and became hypotensive. Fluids started and pressure rebounded. The physician decided that the impella needed to be removed.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of access site bleeding was most likely due to patient movement during bed sheet change.